Event description:
The event occurred during direct laryngoscopy. Student registered nurse anesthetist inserted curaplex miller 3 blade into patient's mouth, under supervision of crna and anesthesiologist. Appropriately identified epiglottis, routinely lifted soft tissue to gain view of glottic opening, when the miller 3 blade broke inside of the patient's mouth. No harm or damage was done the patient's mouth or teeth. No pieces fell into the patient's mouth of esophagus.